Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4). This report was mailed to FDA on: 03/18/2011. (B)(4).

Event description:
A customer reported the shunt would not eject from the injector. Pt impact remains unk. Additional info has been requested.